Event description:
The patient had a second sensor implanted in their left pulmonary artery because their original sensor in the right pulmonary artery had a dampened waveform. The patient experienced no adverse consequences during the implant procedure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.